Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via pone call that the insulin pump had power failure, battery failed test, low battery and power loss alarms. The blood glucose level of the customer was 186 mg/dl. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device properly received blood glucose readings from the contour next bg meter. No communication anomaly noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery test, low battery alert or power loss alarm noted during testing or in the pump trace download. (B)(4).